Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an evaluation of the received logs. The control pcb was replaced, but not returned for investigation. The logs confirm the reported issue. The flow transducer test failed during pre-use check because of a defective control pcb, it measured the o2 flow incorrectly. The first failed test occurred on (B)(6) 2017, date of event is update accordingly. The root cause of the reported issue has not been determined. The underlying defect may lead to wrong delivered volume. This will be detected by pre-use check and by generated alarms during ventilation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).